Event description:
It was reported that, pt stated, he heard a grinding sound in his hip. During the revision we discovered a fractured ceramic liner. The insert and head was revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.